Manufacturer narrative:
Document review: amistem h cementless femoral stem size 3 std: ref. 01.18.133 / lot 111864 ((B)(4)stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the stems belonging to this lot have been already sold without any other similar incident. Cocr femoral head o 32 m (k072857): ref. 01.25.022 / lot 104631 ((B)(4)heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) heads belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio shell (k103352): ref. 01.26.45.0050 / lot 111520 ((B)(4)shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) shells belonging to this lot have been already sold without any other similar incident. Versafitcup cc hc pe liner (k103352): ref. 01.26.3244hct / lot 111952 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Fifty nine liners belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Ref importer report (B)(4).